Event description:
During baxter's evaluation it was found that a spectrum pump had a slow keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad response" was confirmed and reproduced during evaluation. Evaluation found a component on the processor printed circuit board (pcb) to have a longer than normal delay causing the reported symptom. The failed processor pcb was replaced.